Manufacturer narrative:
(B)(4). Lot #: at the time of this report, the lot number of the device is unknown/it was not provided. Expiration date: unknown, as the lot number of the device was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported of a suction loss with 1-2 seconds remaining in the right eye (od) on a patient with an intralase patient interface (pi). The doctor successfully completed a side cut only but did not reduce the diameter. Doctor was able to lift the flap but had to manually dissect a small section. Completed the treatment as planned once the flap was lifted.